Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed user advisory "(ua)12" (lifeband not present) upon power on was confirmed in the archive data but not during functional testing. During the investigation of the autopulse platform, the reported advisory was not duplicated, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, a cracked front enclosure and a bent battery lock. Also, a cable connecting the processor to pdb was observed to be broken. The observed physical damages are not related to the reported complaint are likely due to user mishandling such as a drop. The damaged front enclosure, battery lock and broken cable needs to be replaced to address this issues. During archive data review, observed three ua12 occurred on the reported event date, thus, confirming the reported complaint. As a precautionary measure, the reset switch was adjusted. The autopulse platform passed initial functional testing without any fault or error. Waiting for customer's approval on the service repair.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory "(ua)12" (lifeband not present) upon power on. The customer was unable to clear the error message. No patient involvement.